Event description:
During a pulmonary vein isolation procedure using the farapulse system, a farawave catheter was selected for use. After the second pulse field ablation delivery in the left superior pulmonary vein, energy delivery resulted in asystole, followed by a 10 second pause and a slow escape rhythm. The patient had been pretreated with 0.2 mg of glycopyrrolate prior to the procedure and was given an additional 0.4 mg in response to the event. The patient was present at the time of the event. The complication was identified as an arrhythmia, and in the physician opinion, the device or procedure contributed to the event due to the asystole occurring immediately after energy delivery. No further issues occurred following administration of glycopyrrolate. The patient is currently in recovery and is expected to fully recover. It is unknown whether the patient required admission beyond the standard of care, but no extended stay or additional care is anticipated at this time.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. E1: initial reporter phone number: (B)(6).

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number: (B)(6)..

Event description:
During a pulmonary vein isolation procedure using the farapulse system, a farawave catheter was selected for use. After the second pulse field ablation delivery in the left superior pulmonary vein, energy delivery resulted in asystole, followed by a 10 second pause and a slow escape rhythm. The patient had been pretreated with 0.2 mg of glycopyrrolate prior to the procedure and was given an additional 0.4 mg in response to the event. The patient was present at the time of the event. The complication was identified as an arrhythmia, and in the physician opinion, the device or procedure contributed to the event due to the asystole occurring immediately after energy delivery. No further issues occurred following administration of glycopyrrolate. The patient is currently in recovery and is expected to fully recover. It is unknown whether the patient required admission beyond the standard of care, but no extended stay or additional care is anticipated at this time.